Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This is a correction to a previously submitted report. The report was submitted under the incorrect customer facility notification (cfn) number. The correct MDR report number is: 2518422-2025-011421. Please disregard the previous report submitted under (B)(4), as it was submitted in error. All information provided in this correction remains consistent with the original report, except for the updated MDR number and cfn correction.